Event description:
Patient sent an email reporting she believes the device caused burns on her back. No further information was provided.

Manufacturer narrative:
Attempts to reach the patient have been mad to gather additional details with no good results. The device has been returned for evaluation but the investigation is not complete at this time. A review of the device history records was performed - all 56 units from this work order passed final inspection.

Manufacturer narrative:
Attempts to reach the patient have been made to gather additional details with no good results. The device was returned and investigated. As received, device was able to power on and charging and pass post. Device completed two hours treatment of heating test. No damage noted to the system. System operates as designed. A review of the device history records was performed - all (B)(4) units from this work order passed final inspection.

Event description:
Patient sent an email reporting she believes the device caused burns on her back. No further information was provided.